Event description:
The original surgery was on (B)(6) 2025 to implant a custom device (transfemoral bone anchored osseointegration implant). On (B)(6) 2026, the company was informed by the surgeon that the patient experienced a device failure while walking. The reported failure mode indicates that the shaft of the transfemoral bone anchored implant fractured at its base, resulting in separation of the implant from the distal portion. As a result of this event, an explantation surgery was performed on (B)(6) 2026 and the device was removed. There were no reports of permanent functional impairment related to this event.

Manufacturer narrative:
The patient underwent explantation surgery. The company is unaware of any significant status change with the patient condition. No additional information was provided concerning subsequent clinical management or patient outcomes. A review of the production records did not find any design or manufacturing defects. The parts have not been returned for evaluation. No further information is available at this time.